Manufacturer narrative:
The device was not returned for analysis. The device history record (DHR) and complaint history reviews were not performed because this complaint was based on an article review and no lot information was provided. Based on available information and due to the limited information available from the article, the cause for the reported hemorrhage/bleeding could not be determined. The reported surgical intervention was result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling. B3: event date is estimated. D4: the UDI number is not known as the part and lot number were not provided. Literature title: "ultrasound-guided versus conventional manta vascular closure device deployment after transcatheter aortic valve implantation".

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. B3: event date is estimated. D4: the UDI number is not known as the part and lot number were not provided. Literature attachment: ultrasound-guided versus conventional manta vascular closure device deployment after transcatheter aortic valve implantation.

Event description:
The article, "ultrasound-guided versus conventional manta vascular closure device deployment after transcatheter aortic valve implantation", was reviewed. The article presented a retrospective, single center study aimed to extend the study¿s size and further compare the ultrasound-guided manta (us-manta) and conventional manta (c-manta) techniques without us. Devices included in the study were vascular closure device manta, and tissue heart valves sapien 3, evolut r/pro, acurate neo, lotus, allegra, and portico. The article concluded that the us-manta technique was an effective strategy to reduce vc after transfemoral tavi compared with c-manta. [The primary and corresponding author was mika laine, heart and lung center, helsinki university and helsinki university central hospital, helsinki, finland, with corresponding email: mika.laine@hus.fi]. The time frame of the study was from april 2017 to september 2021. A total of 1150 patients were included in the study, of which 9 (0.8%) received an abbott device. The average age was 79.8 years and the majority gender was male. Comorbidities included hypertension, dyslipidemia, diabetes mellitus, atrial fibrillation, chronic kidney disease, chronic obstructive pulmonary disease, prior percutaneous coronary intervention, coronary artery bypass graft, peripheral artery disease, and stroke.